Event description:
Produced a false negative; took the test to obtain a certificate to fly in a foreign country, test came back positive, totally asymptomatic. Had a pcr test completed that day, quarantined as per protocol. I also completed several lateral flow tests, acceptable in the (B)(6), pcr test negative (B)(6) 2021, also had an antigen test completed on (B)(6) 2021 also negative. Returned to the USA with a certificate to fly and then had another antigen test also negative. FDA safety report ID# (B)(4).